Event description:
Pt discovered in ventricular tachycardia. Staff, on investigation, found pump infusing potassium piggyback at 800+cc/hr. Unknown how much potassium had infused at that rate. Pt was hypotensive but responded positively to calcium chloride and reverted to sinus rhythm. Blood pressure normalized. The pump was set up with an ns flush bag on the main line and the potassium piggybacked into the ns. The nurse who hung the piggyback obtained a new pump. It was plugged in. He strung the ns as the primary IV but not set a rate. The piggyback had about 80cc of fluid to infuse and was set at 60cc/hr. Original pump battery was found to be disconnected internally.